Manufacturer narrative:
Device received with missing segments display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 5.6 mmol/l at the time of incident. It was that the whole top of display is not visible as well its purple. It was reported the pump was neither dropped nor bumped. The customer was advised to return the pump and revert to back up plan. The insulin pump will be returned for analysis.